Manufacturer narrative:
(B)(4). The sample was not returned; therefore, the reported condition of leak was not confirmed and the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
(B)(6) notified baxter corporate product surveillance of an interlink injection site in which the port on the product did not seal. This results in leaks from the port. There was no patient injury or medical intervention associated with this event. Baxter followed up with the user and no additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.